Event description:
The customer reported, the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a high voltage cable and a power supply. The system operates as intended.